Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device and two photographs. Visual evaluation noted that the returned staple was malformed. Photographs depict malformed staples and an incomplete staple line. Functional testing of the device could not be performed as the device was not returned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. The stapler was being used for the transection of the mesoappendix. The stapler was able to fire but the staple line was not complete. There were non-formed staples that deployed from the reload. In order to resolve the issue, used cautery to correct the incident and the malformed staples were removed from the patient. There was no patient harm. The patient status is alive, no injury.